Event description:
It was reported that oversensing was observed resulting in functional undersensing due to device programming. The device was reprogrammed. Normal follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.